Manufacturer narrative:
The returned device was evaluated and a kink was found in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15.3 mmol/l (275.4 mg/dl) with ketones present of 0.3, while wearing the pod between 24 and 36 hours on the abdomen. A correction was administered using the pod but the patient¿s bg levels did not decrease. Insulin was smelled and seeing on the skin, the pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.